Event description:
It was reported that pump screen was dark and would not turn on despite multiple attempts, and caller did not provide information about any impact on blood glucose level. There was no reported impact to the customer¿s blood glucose level. Customer attempted several troubleshooting steps with support, including repeated button presses and charging attempts, but pump display did not turn on and red light remained, so technical support arranged replacement pump, instructed customer to use multiple daily injections as backup therapy, to place failed pump into storage mode and return it with prepaid label, and to program settings and reconnect continuous glucose monitor on replacement, which customer acknowledged and understood.